Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they visited the emergency room due to high blood glucose of 427 mg/dl on (B)(6) 2020.the customer had another blood glucose of 227 mg/dl. The customer was treated with the manual injection, insulin pen and intravenous insulin infusion. The customer was alleging that insulin pump was under delivering because it seems to be happening every time reservoir runs low. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.